Event description:
A surgeon reports removing the intraocular lens over seven years following initial implant surgery. The pt required additional photocoagulation to treat preproliferative diabetic retinopathy. The surgeon was not able to visualize the pt's ocular fundus due to a white stain and cloudiness of the intraocular lens. As a results, the surgeon decided to remove the lens. The lens has not been replaced.